Event description:
Report received that a patient's vns was interrogated and system diagnostic testing was performed. The results showed low impedance although the current delivered was okay. The patient had reportedly experienced an increase in seizures and a development of preictal symptoms consisting of flopping movements and laughing over the several months prior to the low impedance observation. X-rays were reportedly taken but the physician did not wish for the manufacturer to review them. There was reportedly no trauma that might have damaged the lead and led to the low impedance seen. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Further information was received that the physician reportedly told the patient's mother that the lead may be twisted and not functioning well. No surgical intervention has occurred to date. No other relevant information has been obtained to date.

Event description:
Clinic notes were received from the surgeon stating that there is concern that maybe tissue has grown over the wires. It was stated that the patient is having increased seizures and the mother would like a new vns. Additional clinic notes were received from the neurologist¿s office from january which stated that low impedance was seen on routine diagnostics and x-rays appear negative. It was stated that the patient had some increased seizure activity. The patient was considered for a referral to otolaryngology but due to the involved nature of vns revision it was not something that the patient¿s mother felt the patient would tolerate well. The surgeon stated that the reason for concern of possible tissue growth over the electrode is due to the time the device has been implanted, and the believed cause of this would be due to chronic irritation. No known surgical intervention has occurred to date. No other relevant information has been received to date.